Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 804:26 occurred. It is unknown when or in which care area this event occurred. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.09.90, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 804:26 occurred was confirmed during product evaluation. The root cause of this condition was assigned to a software failure. Software failures are not associated with hardware malfunctions and therefore no repairs or hardware replacement were needed to correct this condition. This condition had the potential to interrupt delivery.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.